Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer over filled the cartridge and performed the air removal step incorrectly. Customer reloaded the cartridge and loaded a new cartridge to resolve the issue. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.